Event description:
The customer reported that on (B)(6) 2011 cardiac troponin (accutni) no value results with instrument flags were generated on the unicel dxc 600i synchron access clinical system for two patients. The instrument flags were indeterminate flags which are indicative of a result that cannot be distinguished from a system failure. The customer verified that their laboratory did not share reagent packs and the reagent pack onboard was present and correctly loaded, during the effected run. The customer noted the lab was not having issues with other assays or patient results. The initial accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample handling/collection information or patient results/information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that the two ind patient results possessed low relative light units (rlus) in comparison to the so calibration results recovered prior to the event. Upon recalibration the assay level 1 quality control results began recovering elevated results. Beckman coulter inc. Customer technical services advised the customer to recalibrated the instrument using a new reagent lot with the same calibrator lot used previously. The new calibration curve produced lower s0 results more in line with the rlus of the patient results, and reportable results were generated for both patients.